Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.4, lab: 3.7. On (B)(6) 2011, pt's nose was bleeding a lot after testing on inratio meter, so he went to the hosp within an hour and got a lab draw. Pt's therapeutic range: 2.0-3.0 inr. Pt filled his antibiotics on (B)(6) 2011, but was not on it during time of testing.